Manufacturer narrative:
The power supply (ps1) was returned to the manufacturer for further evaluation; through visual/physical examination and functional testing, the reported issue was confirmed. The ps1 failed the bench test as the ps1 voltage drifted. The voltage was measured to be 5.039vdc, while it was expected to be at least 5.135vdc. There was an electrical failure with the returned power supply. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A manufacturer representative went to the site to test the equipment. It was found that the generator was not able to stay in a ready state and the system was not able to take images. The power supply (ps1) was replaced, thus resolving the issue. The imaging system then passed the system checkout and was functioning normally. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the procedure the imaging system¿s generator would not ready. The key and dongle were placed correctly. Restarting the imaging system allowed for images to be taken. After the case, out in the hallway, the imaging system showed the same generator issue. In the remote desktop, the generator showed as ¿not ready.¿ there was a 10-minute delay due to this issue, and there was no impact on patient outcome.